Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10 cm distal to the is-1 connector pin. All fragments were received for analysis. The visual inspection showed several extraction damages, such as cuts in the insulation and deformations of the lead body. Furthermore, the lead tip was covered in calcified tissue. No further deviations were noted which might have led to the reported clinical observation. In particular, the dc resistances of the received conductor fragments measured during the electrical analysis did not show any peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Total loss of capture was noted on (B)(6) 2016 in office visit.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.